Manufacturer narrative:
The device was received and an evaluation is complete. The device history record (DHR) review was completed and did not determine the complaint is related to the manufacturing of the product. The device received a device evaluation. This evaluation included a visual assessment as well as functional testing. The device failed keypad testing due to a delayed keypad response. The cause was identified to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a spectrum pump, the device had a delayed keypad response. There was no patient involvement. No additional information is available.